Event description:
Reporter stated that patient obtained a result of ~ 300 mg/dl, while using the suspect device. Patient reportedly calculated insulin dosage (amount not provided) based on this result. Reporter stated that, approximately 1 hour after dosing insulin, patient "nearly collapsed." Patient was reportedly given orange juice and toast, after which his blood glucose measured ~ 100 mg/dl. No additional treatment was received. Patient's current condition: feels fine. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.